Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit. The rotaflow drive was tested on another unit and the failure could not be duplicated. The drive head assembly was cleaned of dust and particles, tested satisfactorily to factory specifications and returned to the original console. The device was returned to service. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).